Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed sores under all the therapy electrodes and down the middle of her back. The patient described the sores as red and painful. The patient reported that a doctor recommended benadryl but when it did not work, she removed the lifevest. Follow-up indicated that the patient's doctor agreed to keep the lifevest off and prescribed an antibiotic cream called clindamycim phaophate. The patient reported that the skin sores were healing.